Manufacturer narrative:
The insulin pump was received with intermittent escape, act, express button, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. All operating currents are within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 489 mg/dl and went to the emergency room. She was hospitalized on (B)(6) 2016. The customer was nauseous, dizzy, vomiting, and had difficulty breathing. Her blood glucose level went down to 445 mg/dl after treating with a bolus. She also took a shot. The customer was wearing the insulin pump at the time of emergency room visit. The buttons on the insulin pump were not working properly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.